Event description:
The pt was having a rotoblation and stent and angioplasty of the left anterior descending artery. During the deployment of a second stent, the interventional balloon failed to wrap back into a small profile and became stuck on a strut of a stent. Efforts to remove it were unsuccessful and the pt was taken to an or for surgical retrieval of the balloon.